Event description:
The customer reported that an 840 ventilator display abnormal oxygen readings. The malfunction occurred during pt use. The pt was not harmed or injured as a result of the event. Covidien customer service engineer (cse) replaced the oxygen sensor. Unit passed extended self tests.

Manufacturer narrative:
(B)(4).